Event description:
A device was returned to a third-party service center for service. During the evaluation at the service center visible foam particles were observed inside the unit. The devices sound abatement foam was replaced to address the issue. Additionally, it was noted that the device had scratches and damaged buttons on the upper enclosure. The device passed functional testing.